Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt their implantable pulse generator (ipg) was not pacing appropriately and their pulse was lower than the set rate. Follow up with the patient's clinic indicates that the patient has not been seen or had a device check. The device remains in use. No further patient complications have been reported as a result of this event.